Manufacturer narrative:
According to the customer, on (B)(6) 2025 they were hospitalized and receiving treatment for a "fungal infection" that was caused by the "urine-soaked mattress". The customer reported the mattress "split in the middle" and was soaked in urine, but they were unable to determine how long they were laying in the urine-soaked mattress. The customer reported they were "intubated and on life-support for a week and a half". The customer reported the fungal infection was inside their "lungs, urine, and bladder", and they additionally were treated for "fluid in the lungs and collapsed lungs" related to the fungal infection. The customer reported the fungal infection developed due to the urine-soaked mattress that he was laying in for an "unknown amount of time". The customer reported they were discharged home with medication to continue treating the fungal infection. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 they were hospitalized and receiving treatment for a "fungal infection" that was caused by the "urine-soaked mattress".